Manufacturer narrative:
Investigation summary: ischemia: in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1970222. Device history batch: sub-component lot: n/a. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The user facility reported that distal perfusion to the patient¿s leg was compromised during impella cp support. Attempts to place a distal perfusion catheter were unsuccessful, leading to escalation of therapy from the initial device to an impella 5.5.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.